Event description:
It was reported that three pt's had developed fevers after operations. The instruments used in the laparoscopy procedures were disinfected with cidex. It was stated that the product had been in use for 21 days. This product has a maximum reuse period of 14 days.